Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the coil cap was separated from the housing. No signs of a malformed housing were found. The lug diameter of the housing was measured and found to be at the lower end of the specification range, but still within tolerance. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue due to the lug diameter of the housing not being sufficiently tight to the coil cap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the lot was manufactured from july 07, 2021 - july 09, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume folfusor was separated from the body of the device while in the sealed packaging. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.